Manufacturer narrative:
(B)(4). Upon completion of carefusion's investigation a follow up emdr submission will be done. (B)(4).

Event description:
In a pleurx catheter, the connecting tube fell apart between the catheter and the thoracic drainage system (behind the secret valve = pneumothorax danger). The device (was) temporarily reconnected and than replaced. No patient harm reported as a result of the failure.

Manufacturer narrative:
(B)(4). Failure mode could not be confirmed since no samples or photos were provided for evaluation. However, improvement opportunities were identified related to the adhesive dispenser equipment. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Lot #0000832460 was manufactured on 26-aug-2015. It was confirmed that procedural and functional requirements needed for its release were met. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.